Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the ac inlet connector was observed. The device's ac inlet connector was replaced to address the issue.